Event description:
It was reported by the rep the device was used during a laparoscopic cholecystectomy. It was reported the surgeon was arming the new 511dt trocar to use for his first puncture in a laparoscopic cholecystectomy. To better understand the device, he pressed the tip of the trocar against the mayo stand to learn how to disarm it. After this, when he attempted to rearm the trocar by pushing the red tab down, the safety shield would somewhat retract but then snap back over the blade before actually arming itself. The trocar was unused. They opened another to complete the case. There was no consequence to the pt.

Manufacturer narrative:
H6: the instrument was received & would not arm & did not appear to have been used surgically. The instrument's encap was disassembled & the paw head was observed to have been broken off & no conclusion could be reached as to how this had occurred. Endopath dilating tip trocar: based upon the inquiry info & the visual examination, it was concluded that the paw head had become broken, making the instrument non functional. The instrument was received & would not arm & did not appear to have been used surgically. The instrument's endcap was disassembled & the paw head was observed to have been broken off & no conclusion could be reached as to how this had occurred.